Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threaded portion on one side of the tulip of a pedicle screw fractured off while installing the blocker during surgery. The reporter stated there was a one hour associated with removing and replacing the screw which caused a one hour delay that led to a great threat to the patient's life. However, attempts are being made to clarify what the threat was.

Manufacturer narrative:
The returned screw was evaluated. One side of the tulip fractured at the thinnest cross-section of the material. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Additional information regarding serious injury was received. Corrections to describe event or problem and patient code based on additional information received.

Event description:
It was reported that the threaded portion on one side of the tulip of a pedicle screw fractured off while installing the blocker during surgery. The reporter stated there was a one hour delay associated with removing and replacing the screw which led to excessive blood loss so the patient received a blood transfusion.